Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. A 2.25 x 12 synergy ii drug-eluting stent was selected for use. However, while advancing the stent delivery system in the guide catheter, the shaft broke in half mid-way. Both pieces of the delivery system was retrieved intact. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.